Manufacturer narrative:
Updated sections b4 and g4 as they were blank and should have read "20-dec-2019" on FDA report followup no 1.

Event description:
It was reported via the patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, three (3) months due to symptomatic, severe aortic valve insufficiency. The tavr procedure was performed with a 26mm 9600tfx transcatheter valve and was deployed in good position. The patient was transferred to the surgical ICU in stable condition. Per the operative report, the sewing ring of the 25mm 3300tfx valve was fractured using a non-compliant balloon. Tavr procedure was initially performed with a 29mm non-edwards transcatheter valve. Post procedure there was evidence of moderate aortic insufficiency and ventricular migration of the valve. Tee showed a pvl, and the non-edwards transcatheter valve was then replaced with a 26mm 9600tfx. The patient remained hemodynamically stable and discharged home in stable condition on pod #2. Hx: 75-year-old female , nyha class iii heart failure, hypertension, hyperlipidemia, coronary artery disease, s/p CABG x2, ckd iii, and osa.

Manufacturer narrative:
Updated: b5, b7, f10, h10 h10: additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, three (3) months due to symptomatic, severe aortic valve insufficiency. The tavr procedure was performed with a 26mm 9600tfx transcatheter valve and was deployed in good position. The patient was transferred to the surgical ICU in stable condition. Per the operative report, the tavr procedure was initially attempted with a 29mm non-edwards transcatheter valve. The transcatheter valve was deployed in good position. Mean pressure across the aortic valve was measured at 16mmhg. The sewing ring of the 25mm 3300tfx valve was fractured using a non-compliant balloon. Evidence of moderate aortic valve insufficiency was noted as well as ventricular migration of the non-edwards transcatheter valve. General anesthesia was administered and the patient was intubated. Transesophageal echocardiogram was completed and a leak was noted between the transcatheter valve and 25mm 3300tfx valve. The decision was made to place a 26mm 9600tfx transcatheter valve within the non-edwards transcatheter valve. The 26mm 9600tfx valve was found to be seated well. Aortogram revealed trivial aortic insufficiency. The cardiac rhythm changed significantly with a new left bundle branch block. The patient remained hemodynamically stable. The patient was discharged home in stable condition on pod #2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, three (3) months due to unknown reasons. The tavr procedure was performed with a 26mm 9600tfx transcatheter valve.